Event description:
It was reported that the health care professional (hcp) stated that the patient had a red call doctor icon displayed on their communicator. It was noted that the patient was in the hospital and tachy therapy was turned off due to the patient being in hospice. It was recommended to have the patient contact the clinic since they are not being remotely monitored. At this time, the device remains in service. No adverse patient effects were reported.